Manufacturer narrative:
The valve is now in-house, awaiting investigation. Visual inspection will be done, photographs, and independent pathology report. There was not enough time to do all of this prior to issuing this initial report so the report is based on the surgeon's report. The expected outcome of the pathology report is that thrombus will be confirmed as the substance on the valve. In that event, a follow-up report is not expected to be necessary.

Event description:
Valve thrombosis in mitral valve prosthesis. Per sts/aats guidelines, this is by definition valve-related and is therefore being reported. Valve thrombosis is an expected adverse event and this occurrence is well within expected rates. Quote from surgeon: this pt "...had a mechanical mvr in (B)(6) 2010, presented on (B)(6) with a thrombosed valve, underwent re-op but succumbed to pulmonary hemorrhage on the operating table. She was well and had a normal tte in (B)(6), and was seen 10 days prior to presentation by her cardiologist and was excellent. She gave a one week history of sudden sob; on admission already had liver dysfunction and despite this still only an inr of 1.9. One leaflet was completely shut and the other barely opening. At operation, there was thrombus around pivot joints and across the leaflets but otherwise the valve was pristine and appeared to have no other issue. It was explanted and another placed, but the pt unfortunately was unable to be weaned from cpb due to pulmonary hemorrhage no doubt related to extreme pulmonary hypertension and coagulopathy. I am sure this is due to sub therapeutic inr, as well as af and small annular size and not any valve dysfunction..."